Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.5ml in the lips and 0.5ml in the perioral area using juvéderm® volift¿. Six weeks post-injection, patient underwent a micro needling treatment. Seven and a half weeks later, patient developed lumps under the skin. Hcp assessed the patient who observed "granulomas" under the skin. Hcp described the granulomas as "delayed onset nodules". No biopsy was performed to confirm event. Hcp treated the patient with hyalase. Symptoms are ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6a, e1, h8.

Event description:
Additional information reported patient was treated with prednisolone 30mg daily for 7 days orally and doxycycline 100mg bd. Nine days later patient was treated with hyalase 310iu overall 30-70iu per nodule, continued doxycycline 100mg orally bd for another 2 weeks. Symptoms are ongoing.